Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout procedure. The physician noted an insulation breach on the right ventricular lead during the procedure after the chest pocket was opened. The physician capped and replaced the lead during the procedure on (B)(6) 2019. The patient was in stable condition.